Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 39mg/dl which was treated with food. Customer stated that they had blood glucose of 55mg/dl, 90mg/dl, 138mg/dl, 80mg/dl, 56mg/dl,82mg/dl and 242mg/dl. Customer stated that insulin was dripping from end of the set before connecting at their site. Customer was advised to monitor the insulin pump and blood glucose. Insulin pump will not be return for analysis.